Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report# 3005099803-2009-04874, for the other associated device info. It was reported to boston scientific corp that two resolution clip devices were used for a post polypectomy bleed procedure performed on (B)(6), 2009. According to the complainant, during the procedure, they were not able to advance the clip through the sheath with the two devices. Therefore they were unable to deploy the clips. The case was completed with a third resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Bound in sheath. The device has been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).